Manufacturer narrative:
A ge rep evaluated the system and replaced the cine drive, cine bridge circuit board, and reloaded software. System operates as intended.

Event description:
The customer reported the system locks up during cine runs and will not work in subtraction mode. No pt injury was reported.